Event description:
The pt reportedly experienced pain at implant site and intermittencies while wearing the external equipment. In may, 2006, the pt was seen by a co rep for device evaluation. Testing performed confimed that the device was functioning. Programming recommendations were made. However, a decision was made to explant the device. Surgery to explant the pt's device is to be scheduled.